Event description:
It was reported that the patient allegedly sustained unspecified injuries resulting from a spinal fusion surgery using rhbmp-2/acs . No additional information has been provided.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging studies were returned to the manufacturer for evaluation.